Event description:
The physician reported that the coil was fully deployed in the aneurysm. While attempting to reposition the coil by pulling back, the physician reported that the coil began to stretch. A micro-snare was used to attempt to remove the distal portion of the coil which was reported as knotted and lodged on the arterial segment. The proximal portion of the coil was retrieved, but the knotted portion remained in the arterial segment. The patient was given aspirin and monitored and retreated in 2006.

Manufacturer narrative:
The coil and a partial portion of the device positioning unit were returned for an analysis. The coil portion was separated from remainder of unit. Majority of the coil was stretched with a knot towards the proximal end of coil. Approximately 2/3 of the unit was returned with a fracture towards the proximal end. The probable root cause is most likely to be the knotting of the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concern. A search of our field surveillance database yielded no other complaints with this lot.